Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that undersensing was observed on a transmission. The undersensing did not appear to significantly impact diagnostics or therapy. Further review of the transmission noted that the undersensed r waves were small, but the senseability settings were causing the device to miss them. Programming changes were discussed. It was also noted that the patient has not been taking their prescribed medications, as required. The device will continue to be monitored.